Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone 0.5mg/ml for a total dose of 0.37642mg/day and bupivacaine 7.1mg/ml for a total dose of 5.3452mg/day via an implanted pump. The indication for use was spinal pain. It was reported that on (B)(6) 2017, during a pump refill, it was noted that the pump had slanted forward resulting in difficulty accessing the pump reservoir. The device diagnosis was other pump malposition. It was indicated the event was related to the device or therapy. Notes were made to provide instruction on how to find the reservoir port and access the reservoir (the reservoir entry is mid scar and 1 inch below the scar with skin pulled back. Apply pressure to the top of the pump to bring it more lateral.). The issue was unresolved with no further action planned. The cause of the pump slanted forward was not determined. The patient's baseline weight was noted as (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported surgical observation was performed, on (B)(6) 2018, and the pump was inverted and dislodged from sutures with two broken suture loops. It was also noted that a catheter kink was identified. It was noted the pump pocket revision occurred on (B)(6) 2018 instead of (B)(6) 2018 as previously indicated. The pump was repositioned, the catheter kink manually released and was reconnected to the pump on (B)(6) 2018. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated on (B)(6) 2018 the patient reported worsening severe, sharp pain at the pump site. On (B)(6) 2018 the clinical assistant discussed this with the hcp who indicated the patient's description of pain was indicative of the pump pulling on the anchors secondary to flipping. It was noted that at the previous refill the pump was noted to be slanted forward as previously reported. The patient will be scheduled for a pump pocket revision. The clinical diagnosis was pain at the pump site and the device diagnosis was pump inversion. No action was currently taken. The outcome of the event was noted as ongoing. It was noted that the event was not related to the implant procedure. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional via a clinical study indicated the exact cause of the pump inversion was not determined. No further complications were reported/anticipated.